Manufacturer narrative:
The technician found the side rail screw and bushing had fallen out. The technician replaced the side rail screw and bushing to resolve the issue.

Event description:
The technician alleged the side rail would not latch. No patient impact.